Event description:
It was reported that the patient presented for a new implant. It was noted during the procedure that no capture was observed on the lead despite good wave height and normal impedance. Attempts at repositioning the lead and changing the pacing system analyzer (psa) cables were made but no capture was still observed. The lead was exchanged. Normal function was obtained on the replacement lead. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.